Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. The customer also stated that they cannot clear the alarm. Advised to discontinue use of the insulin pump. No additional information was provided.